Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that a hematoma was observed after the implant procedure. Due to a suspected infection the hematoma was removed and the pocket area was cleaned. The wound was then closed and the system remained implanted. A follow up was scheduled until the infection would get better. No additional adverse patient effects were reported.

Manufacturer narrative:
No return of product is expected.

Event description:
Subsequently, this device was explanted due to incomplete resolution.